Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient was diagnosed with an infection on pd catheter (not a fresenius product). Additional information was obtained through follow-up with the pdrn. The patient went to the emergency room (ER) on (B)(6) 2023. No symptoms were provided. The patient was diagnosed with peritonitis. It was confirmed this was not a pd catheter infection. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration not provided). No culture results were available. The patient¿s hospital records have not been received by the clinic. The clinic has not been able to obtain information from the patient, who has been difficult to get in touch with since the ER visit. The patient is reportedly not completing pd treatments. The patient stated the hospital instructed her not to complete pd treatments. The pdrn stated the hospital would not instruct the patient to withhold dialysis. The patient has a history of non-compliance with treatments. Therefore, it is unknown if the patient is compliant with the antibiotic therapy. The cause of the peritonitis has not been confirmed due to the culture results not being available.